Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Event description:
Additional information was received. Device failures included delivery failure. Injuries included pain, withdrawal, hospitalization, and surgery. It was noted that an explant surgery occurred on (B)(6) 2012. Withdrawal started in (B)(6) 2016. It was noted that ¿pump 3¿ was implanted on (B)(6) 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.